Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the grainy image was due to component failure. However, the cause of the foreign material on the light guide rod lens and in the air-water channel and air-water cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a grainy image, foreign material on the light guide rod lens, and foreign material in the air-water channel and air-water cylinder. There was no patient involvement.